Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 4 days post implant of this 23mm aortic mechanical valve, a defibrillator was implanted. The reason for defibrillator implant was reported as cardiomyopathy. Subsequently, for the next 17 years following initial implant, this patient had their defibrillator explanted and replaced approximately 4 times for the same reason of cardiomyopathy. No additional adverse patient effects were reported.